Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lots: m118835 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lots m118835 and test base part number 190-430 / lots m118835 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118835 showed the complaint rate = (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported a false negative result on a direct nasopharyngeal swab (puritan, not otherwise specified) with the ID now covid-19 test. The sample was collected (B)(6) 2020 at 23:34 and resulted (B)(6) 2020 at 00:07. The customer reported that the patient was admitted to the hospital for "a few days" and prior to discharge, was required to be tested again to be cleared to return to a nursing home. The discharge testing was performed by real-time pcr (not otherwise specified), generating positive results (reported CT values = 17.86; 19.84; 18.59). The customer stated the patient was symptomatic (fever) and was a resident of a nursing home with known covid-positive individuals. Based on the ID now covid-19 test results, the physician in the emergency department admitted the patient without any precautions. The customer confirmed there was no death or serious injury and the patient's treatment was not delayed or impacted due the ID now covid-19 test results. Additional information, including patient treatment and outcome were unknown. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.